Event description:
The user facility alleges receipt of at least two resuscitators with missing masks. The security tape was allegedly in place on the product missing the masks. There has not been any pt compromise for these alleged events.